Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to g3. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 05/16/2024. Based on the results of the investigation, the evaluation found dirt (foreign material) inside the light guide (lg) lens. It is presumed that physical stress was applied to the lg lens during user handling, chemical stress by chemical solutions, as a result, humidity invaded lg-lens which led to corrosion. However, a definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU): -states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope had discoloration that was found inside the light guide lens. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.